Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user received a persistent alert 38 ¿ motor stall. The user reported restarting the ilet three times, after which the alert temporarily cleared. Upon enabling bluetooth, the alert reappeared for a fourth time. The ilet was fully charged. The agent advised the user to power down the ilet, remove the infusion set, and transition to multiple daily injections (mdi) as backup therapy. The user was instructed to monitor blood glucose until a replacement ilet could be delivered. No blood glucose impact or injury were reported.